Manufacturer narrative:
Product complaint# (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: investigation summary: based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown nail head elements: fns antirotation/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that in (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral neck fracture with the fns in question. In (B)(6), the patient discharged from the hospital, but on (B)(6) she visited the hospital and reported pain. The surgeon confirmed by x-rays that the cut-out had occurred. The anti-rotation screw seemed to back out. The patient will undergo reoperation which replaced with artificial bone head on (B)(6) 2019. The surgeon commented that the cause of the cut-out might be that the implants were inserted in the lower position than the proper position. No further information is available. Concomitant device reported: unknown fns plate (part #: unknown, lot #: unknown, quantity: 1), unknown locking screw (part #: unknown, lot #: unknown, quantity: unknown), unknown fns bolt (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unk - nail head elements: fns antirotation. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that the patient was underwent for the re-operation with an artificial head replacement of previously wrongfully inserted implant on (B)(6) 2019. The re-operation was successfully completed on the recommended position. There was no surgical delay. The patient outcome was unknown.